Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has not been received by zimmer biomet , once product received our investigation will begin. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit doesn't expand the tissue. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the unit doesn¿t expand the tissue. The reported issue occurred during surgery on (B)(6) 2018. An alternate device was not retrieved for use without delay. There was no additional graft required from the patient. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized. The customer returned a meshgraft ii device, (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on (B)(6) 2018 revealed that the roller, side plates, and cutter all needed replaced. The device failed to produce a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the cutter, roller, and worn side plates. Meshgraft ii, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device failed to produce a passing sample mesh. The root cause of the unit not expanding the tissue was due to the device being out of calibration. The device being out of calibration could cause a less than optimal mesh pattern and cause further damage to the meshgraft ii. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, (B)(4), was repaired, tested and returned to the customer.